Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1, -5.50 diopter, implantable collamer lens was implanted into the patinets left eye (os) on (B)(6) 2017. On (B)(6) 2018 the lens was explanted due to glare/haloes and blurred vision. It was reported that the problem was resolved after explanting the lens.

Manufacturer narrative:
Additional information: device evaluation: lens was returned dry in a micro centrifuge vial. There was clear surgical residue on product. Visual inspection found the haptic bent and residue on the lens surface. (B)(4).

Manufacturer narrative:
(B)(4).